Event description:
Valve thrombosis of the on-x aortic valve prosthesis, an expected adverse event for a mechanical heart valve, and is valve-related per definitions in the aats/sts guidelines. Therefore, it is being reported. We only have a verbal report of this event from a hospital representative. The valve has not yet been received, and may not be in time to provide additional information before 30-days transpires. Therefore, we are reporting this early and will file a follow-up when and if the valve comes back for investigation.

Manufacturer narrative:
This valve will be returned, has not yet arrived. Operative notes or other detail on the circumstances with the patient and the explant process have been requested. We are also expecting to do a pathology report. It should be noted that this is an expected adverse event. The rate of thrombosis in the aortic position is occurring well within expected limit, as is routinely reported in the PMA annual report. A follow-up report to this MDR will be sent when/if we get additional information.